Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. What was the indication for doing a sigmoidoscopy in 2019? Onset date of recurrent vaginal discharge and how is it related to the gynemesh? Which mesh extruded into the upper rectum? Did the patient push through with the second opinion to another regional mesh center? If yes, please provide findings. Were cultures performed for the vaginal discharge? If cultures were performed, please provide the results. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the current patient¿s status? Describe any medical/surgical intervention for extrusion including dates and surgical findings.

Event description:
It was reported that the patient underwent a laparoscopic ventral mesh rectopexy and sacrocolpopexy in 2015 and the mesh was implanted. Following the procedure, the patient complained of recurrent vaginal discharge. In 2019 sigmoidoscopy confirmed mesh extrusion into the upper rectum. The patient referred for second opinion to another regional mesh center. The device remains implanted. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 05/31/2019. Additional information: concomitant product ( same surgery in 2015).

Manufacturer narrative:
Date sent to the FDA: 07/11/2019. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.